Event description:
This lead was explanted and replaced due to noise. Should add'l info be rec'd, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.